Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing and shortness of breath. The patient also states that she was hospitalized for a lung infection. Additional information received during the review has assessed the complaint as a serious injury and possibly related to the product problem with the device. Hence, the device may have caused or contributed to a serious injury. The reported events may also possibly be related to user error. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.